Event description:
Hill-rom received a report from a hill-rom technician stating the brakes would swivel in brake mode. The bed was located in the parking garage. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake caster swivel locks were worn. Normal wear on mechanical parts is anticipated and inspection of these parts is included in the pm schedule to insure proper operation. A search of the hill-rom maintenance records did not hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.